Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated their programmer and recharger were still not communicating with their implant and they were still in pain. Their doctor does not work with the manufacturer's devices, which is why they have not had the issue resolved yet. They stated the reason why their programmer and recharger stopped communicating with the ins was because they had left the ins off a little longer than they should have. They were provided the phone number to have their doctor page a manufacturer representative (rep) to check their device at their next appointment. The patient stated they would try to schedule an appointment with their doctor to get their device checked. They stated they will provide an update to the manufacturer after the appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient was having poor communication on their patient programmer (pp). The patient was not able to communicate with their ins recharger (insr). The patient also mentioned that they had last charged on (B)(6) 2017. It was also noted that the patient would usually recharge their ins every few days. The patient also reported that they were taking pain killers and their doctor decreased their daily dosage. The patient mentioned that they were still in pain. No further complications are anticipated.